Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted that the distal conductor was stretched, the proximal conductor had blood/body fluid (not obstructed), outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that the lead had no capture due to a lead dislodgement. The lead was explanted and not replaced. No patient complications were reported as a result of this event.